Event description:
The customer reported that the system displayed an overvoltage fault.

Manufacturer narrative:
(B) (4). The ge service rep inspected the system and found a small arc on the tank side. He greased the candlesticks and tube side candlesticks. The system operates as intended.